Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case near display window corners, cracked reservoir tube lip, display window missing and cracked end cap. The pump was unable to perform the displacement test due to display anomaly.

Event description:
The customer reported via phone call of a broken insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump fell from a three story condo and it broke. The customer stated that the damage is on the pump's casing, screen and reservoir chamber. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.